Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staff reported that balloon remained inflated making removal difficult". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. According to the additional information received, the user attempted to withdraw the catheter through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The reported complaint of "removal difficult" is not able to be confirmed. The product was not returned for investigation. Additionally, according to the additional information received, the iabc bladder was attempted to be withdrawn through the sheath. This indicates the user did not follow the instructions for use (IFU) and could result in difficulty of removal of the device. As a result, an in-service has been requested to review the IFU with the customer. The root cause of the complaint is undetermined. A potential cause is customer handling/removal technique. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "staff reported that balloon remained inflated making removal difficult". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.